Event description:
Spontaneous call. Patient reported that her whisperject injection device is not working properly. Unknown if pt missed a dose; no adverse event reported; unknown if device is available for return; unknown lot/expiration. No further information known. Device is used to inject glatiramer 40 mg sq three times weekly. Reported to (B)(6) by: patient/caregiver.